Manufacturer narrative:
(B)(4). The event occurred either on (B)(6) 2015. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate had white powder on its balloon. The device was filled with vancomycin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from april 30, 2015 to may 4, 2015. The device was returned for evaluation. Visual inspection revealed that the exterior surface of the reservoir was slightly cloudy. The reservoir remained cloudy after it was filled with water. The reservoir was then drained, and the water inside was clear and colorless. Fourier transform infrared spectroscopy determined that the cloudiness was caused by ethanox, an antioxidant, on the surface of the reservoir. Antioxidant is an integral part of the reservoir elastomeric formulation. Baxter has performed biocompatibility and drug compatibility testing to assure the safety of the elastomeric formulation which includes the antioxidant. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.